Event description:
Approximately one week ago, the patient had a stimulation trial. The lead was placed and stimulation was applied. The patient was then told, "have not seen this before, need to cancel." The next morning, the patient was admitted to the hospital. Five days later, the patient was discharged and had been in bed since. She only got up with assistance to use the bathroom. The physician told them to give it some time. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).